Event description:
It was reported that the patient's capsule bag tore from side to side (a large tear) during implantation of an intraocular lens (iol). The tear was so large that the lens fell into posterior chamber and was not retrieved. Surgeon reported that the capsular bag was pristine post phacoemulsification and the tear occurred during implant/in contact with the iol. An anterior vitrectomy was performed and sutures were required. Another johnson & johnson lens, model za9003 25.5 diopter was implanted in the sulcus as a replacement. There was a delay in procedure reported. Medication was prescribed. Through follow-up, it was believed that the patient was not prescribed anything outside the normal care plan. It was also confirmed that the lens was left in the patient's eye. No other information was provided.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.